Event description:
It was reported that the pump connection port on an automated impella controller fell off and the sliding cover broke off. No patient impact was reported.

Manufacturer narrative:
Patient information was not provided. Section a was left blank. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.